Manufacturer narrative:
Pump was received with broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks on the reservoir side of the pump. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.